Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that when the (B)(6) reagent pack nears its end, the quality control (qc) result out of range. The customer stated that after calibrations, patient samples and qc resulted within expected range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse adjusted the mixer and solid bottom. The cse noticed that samples were not available for retesting. The cse observed that (B)(6) assay results in higher index value at the end of reagent pack. The cause of discordant, (B)(6) results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) surface (B)(6) results, above the cutoff for mandatory confirmation testing, were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting negative. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.